Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to use the smart device's bluetooth settings to forget extra bluetooth devices then close background applications, reinstall the g5 application, and re-pair the transmitter. If pairing is still unsuccessful, insert a new sensor. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).